Manufacturer narrative:
N/a

Event description:
The following has been reported: on (B)(6) 2025 at 13:00 hours an infusion of adrenaline was started at 0.06 micrograms/kilo/minute at 0.10 milliliters/hour, according to institutional protocol 1 milligram of adrenaline to 10 milliliters of saline solution for 24 hours. At 2:44 hours after the start of the infusion, the perfusor sounds the end of infusion alarm, and when the syringe is checked it is empty. The perfusor programming is verified, which shows an infused dose of 27.2 micrograms (0.27 milliliters) in 04h44, the programmed bolus is verified, which appears as 0. Reporting as a conservative measure. Adverse event effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was reviewed and showed an infusion at 0.104 ml/h as mentioned on the complaint description. This infusion was interrupted by a "syringe clamp" alarm. There was an + 4.15 % overflow between the start of the infusion and the "syringe clamp" alarm. However, 10 minutes before the "syringe clamp" alarm, the flowrate accuracy error was compliant: + 1.35 %. The reported device was not received in brézins for investigation. Device history log and quality control certificates were reviewed in brézins. A comparison between volume recorded in log and the infused volume was performed and: no significant difference between calculated volume and recorded volume. The preventive quality control certificate was also found to be compliant with the specifications. The quality control certificate performed after the event and the service report were also indicating that the equipment was working properly. Based on the available information, this complaint is considered not valid, as no issue has been identified. To our knowledge this complaint is not being related to patient safety. This complaint is considered as: not valid.